Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the dose button was not sensing. The device was tested with a new dose button; however, the issue persisted and the new button also did not function. Additionally, the indicator light did not illuminate during testing, indicating a device performance issue. The event occurred during setup. There was no reported patient involvement.

Manufacturer narrative:
D7a: updated. H3 and h6 codes: updated. The suspect pump was returned for evaluation. Review of the event history log revealed no findings related to the complaint, and no 12-month service history was available. Visual inspection identified a dent in the upstream occlusion (uso) seal. Functional testing showed that the device did not recognize the remote dose attachment. The complainant¿s allegation was confirmed, and the probable cause was determined to be a defective remote dose jack.